Event description:
The customer stated that she was hospitalized twice due to diabetic ketoacidosis. The customer's blood glucose reading was 176 mg/dl at the time of the report. The customer stated that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.